Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Upon functional analysis, the fse found that battery indicator stays with the red and wi-fi connection light is in fixed red. The philips engineer replaced wireless footswitch. The failure analysis confirmed mechanical failure as the 2 charging pins on the power connector of the footswitch were broken and not possible to charge the footswitch. After replacement of wireless footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the broken charging pins of wireless footswitch. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion wireless footswitch pedal that actions fluoroscopy does not connect. The device was not in clinical use. No harm was reported. A philips field service engineer (fse) visited the site and replaced the wireless footswitch. The system was returned to use in good working order.